Manufacturer narrative:
The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received. Device not returned.

Event description:
It was reported that a malfunction alarm occurred multiple times and the pump stopped all insulin delivery. The customer's blood glucose (bg) level was impacted (300 mg/dl) on (B)(6) 2016 and (328 mg/dl) with moderate ketones on (B)(6) 2016. The customer took a correction bolus on (B)(6) to stabilize bg level. The malfunction alarm was cleared and insulin delivery was able to be resumed. The customer stated that a manual injection would be taken to stabilize bg level and manual injections would use as alternate insulin therapy.